Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2017.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an explant procedure.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an explant procedure. Additional information was received that all devices were explanted and were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2208500, model: sc-2208-50, serial: (B)(6), batch: 176681/177592.